Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 19:26:46. During night drain cycle four, the patient's ultrafiltration reading was 1254ml, indicating the home patient (hp) drained 1254ml than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.